Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 42-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient developed a hematoma and heparin was temporarily paused and was resumed 2 days later. The patient remains supported by implanted 5.5 and is reported as stable.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The pump was returned for investigation. No biomaterial was found. No catheter kinks were found. The sterile sleeve was detached. Optical issue was discovered during investigation. The root cause of the optical signal issue was sensor silicone wear. The root cause of the access site bleeding cannot be determined. D6a, d6b.